Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('chronic pain in pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), ligament pain ("chronic ligaments pain"), myalgia ("muscles pain"), arthralgia ("joints and hips pain"), tendon pain ("tendons pain"), limb discomfort ("blocked hands"), muscle spasms ("severe and frequent cramps"), dry skin ("abnormally dry skin"), amnesia ("memory loss"), speech disorder ("speech problems"), insomnia ("loss of sleep"), balance disorder ("loss of balance"), burnout syndrome ("burn out"), tooth fracture ("breaking teeth, breaking tooth roots"), joint swelling ("joint swelling of knees, elbows"), diarrhoea ("watery stools") and fluid retention ("water retention all over the body"). Essure treatment was not changed. At the time of the report, the pelvic pain, ligament pain, myalgia, arthralgia, tendon pain, limb discomfort, muscle spasms, dry skin, amnesia, speech disorder, insomnia, balance disorder, burnout syndrome, tooth fracture, joint swelling, diarrhoea and fluid retention outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, balance disorder, burnout syndrome, diarrhoea, dry skin, fluid retention, insomnia, joint swelling, ligament pain, limb discomfort, muscle spasms, myalgia, pelvic pain, speech disorder, tendon pain and tooth fracture with essure. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Due to internal review, pelvic pain was upgraded since report was referring to serious incident(s) - unspecified - by health authority. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 23-jul-2020. The most recent information was received on 11-aug-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('chronic pain in pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), ligament pain ("chronic ligaments pain"), myalgia ("muscles pain"), arthralgia ("joints and hips pain"), tendon pain ("tendons pain"), limb discomfort ("blocked hands"), muscle spasms ("severe and frequent cramps"), dry skin ("abnormally dry skin"), amnesia ("memory loss"), speech disorder ("speech problems"), insomnia ("loss of sleep"), balance disorder ("loss of balance"), burnout syndrome ("burn out"), tooth fracture ("breaking teeth, breaking tooth roots"), joint swelling ("joint swelling of knees, elbows"), diarrhoea ("watery stools") and fluid retention ("water retention all over the body"). Essure treatment was not changed. At the time of the report, the pelvic pain, ligament pain, myalgia, arthralgia, tendon pain, limb discomfort, muscle spasms, dry skin, amnesia, speech disorder, insomnia, balance disorder, burnout syndrome, tooth fracture, joint swelling, diarrhoea and fluid retention outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, balance disorder, burnout syndrome, diarrhoea, dry skin, fluid retention, insomnia, joint swelling, ligament pain, limb discomfort, muscle spasms, myalgia, pelvic pain, speech disorder, tendon pain and tooth fracture with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: updated quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.